Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient received inappropriate shocks from the right ventricular (rv) lead for a rhythm that appeared to be supra-ventricular tachycardia. It was further reported that the patient had an atria-ventricular (av) ablation performed due to the inappropriate shocks. The rv lead remains in use. No further patient complications have been reported as a result of this event.